Event description:
During a follow-up in-clinic, high defibrillation impedance was observed on the right ventricular (rv) lead. Tissue encapsulation of the lead was suspected. No intervention has been performed at this time. The patient was stable and will continue to be monitored.